Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had several scratches on top of the liquid crystal display screen and across the bottom of the insulin pump. Customer's blood glucose was 141 mg/dl. Advised customer that insulin pump would be replaced. Customer declined the replacement stated wanted to order silicon skin online to protect his skin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.